Event description:
While trying to pick up the locking screw, the surgeon noticed that the screw head was supposed to have a cross slot, but instead has a straight slot.

Manufacturer narrative:
Subject device has been received and is currently in the eval process. Investigation is ongoing; no conclusion could be drawn. Review of the mfg records has been requested.